Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump fails in arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. According to technician, there was no issue with the mixing pump during evaluation. Ctu calibration, all tests performed. Bmd investigation indicates that the reported issue was unconfirmed therefore the DHR review not required. Bmd investigation indicates that the reported issue was unconfirmed therefore the labeling review not required correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the mixing pump fails in arctic sun device.